Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located at a bifurcation in the right coronary artery (rca). The physician attempted to deliver the 2.50x8 mm taxus express2 drug eluting stent to the lesion location when resistance was felt. The physician pulled back and the shaft broke. The device was removed with no complications and the case was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The complaint source confirmed that the product had been disposed. The mfg records for batch 8625770 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.